Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette attachment error occurred. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D9 - date returned to mfg:10/15/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there is downstream occlusion alarm. During the functional testing, the reported complaint was replicated and found severe bubbling downstream occlusion (dso) seal. The cause of the reported issue was dso sensor. Replaced the dso sensor to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.